Event description:
The tech alleged that the side rail would not latch. No pt impact.

Manufacturer narrative:
The tech found that there was some fluid on the d-pin of the side rail. The tech replaced the d-pin and the side rail outer arm to resolve the issue.